Manufacturer narrative:
(B)(4). Evaluation summary: one sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection identified a cut along the edge of the bag. Additionally, the eva material surrounding the cut was seen to be frayed. The cause of the condition remains unknown. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered post-compounding, but prior to administration to the patient. This report documents no patient involvement or adverse events. No additional information is available.